Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a blood glucose (bg) value of 201 mg/dl into the bolus menu, and the pump calculated a bolus of 33 units. Reportedly, the customer alleged that the recommended bolus amount was large and entered a bg value of 189 (mg/dl), and received a bolus calculation of 27 units. The customer verified that the settings had not been changed or entered incorrectly. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer declined to provide.